Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) experienced an episode within their programmed ventricular tachycardia (vt) zone 1. The patient had received anti-tachycardia pacing (atp) and the caller was questioning why the patient received therapy as no therapy was programmed in the first zone. The arrhythmia logbook was reviewed and the arrhythmia was detected in the first programmed zone. It was determined that the rate accelerated into the vt zone and atp was given as there was no therapy programmed in the patient's first zone. There were no electrograms available for review as they have been overwritten. No adverse patient effects were reported.